Event description:
The biomedical engineer reported that the mee-2000a was displaying large amount of stimulation artifact during a procedure. The device is an inter-operative monitoring system which is used for evoked potentials, eegs, and emgs. The customer did testing in the lab and did not have a problem. They used the unit again in the same or and could not reproduce the issue. However, the only difference was that they plugged into a different outlet. No patient harm reported.

Manufacturer narrative:
Details of complaint: on(B)(6) 2020, the customer at aspirus wausau hospital reported the following issue with a/dell-7050sff-w10; sn(B)(6), from neurology: the mee-2000a was displaying large amounts of stimulation artifact in recordings during a stimulation. Service requested: troubleshooting. Service performed: troubleshooting was done on 05/06/2020. Nk ts remoted into the unit and tried changing the rate of stimulation, which only changed the rate of the artifact. Changing the patient ground did not fix the problem. Customer later reported that they performed testing in the lab and did not have a problem. They used the unit again in the same or and could not reproduce the issue, but the only difference was that they plugged into a different outlet. Investigation summary: the root cause of the issue was undetermined since nk ts and the customer could not reproduce the artifact, both in the operating room and the laboratory. It could be suspected to be caused by faulty outlet, since that was the only variable. Investigation determined the issue poses medium risk. The reported issue does not require further investigation through CAPA process since the incident was a one-time occurrence and could not be duplicated. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the mee-2000a system: powervar power conditioner / transformer: model #: abc 300-11med serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Amplifier unit: model #: jb-232b. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer reported that the mee-2000a was displaying large amount of stimulation artifact during a procedure. The device is an inter-operative monitoring system which is used for evoked potentials, eegs, and emgs. The customer did testing in the lab and did not have a problem. They used the unit again in the same or and could not reproduce the issue. However, the only difference was that they plugged into a different outlet. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device information: the following information was provided but no serial number information was provided and therefore noted as no information (ni). Powervar power conditioner / transformer: model: abc 300-11med, sn: ni. Amplifier unit: model: jb-232b, sn: ni.

Event description:
The biomedical engineer reported that the mee-2000a was displaying large amount of stimulation artifact during a procedure. The device is an inter-operative monitoring system which is used for evoked potentials, eegs, and emgs. The customer did testing in the lab and did not have a problem. They used the unit again in the same or and could not reproduce the issue. However, the only difference was that they plugged into a different outlet. No patient harm reported.